Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had lines on the face of the pump and are getting worse. The customer's blood glucose level was unknown at the time of the incident. Customer stated the insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during self test due to cracked flex trace to connector at electrical board noted.